Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon evaluation, the battery charger connector was corroded. The cause for the corrosion cannot be positively determined but was likely the result of liquid ingress. No adverse event resulted from the defective battery charger. The patient received a replacement battery charger.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery charger was not working. The patient was sent a replacement battery charger.